Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were hospitalized for a small stroke for two days. The patient noted that at night, their heart monitor would "alarm" that their heart rate was low and in the thirties. The patient noted that two weeks prior to their hospital stay, they noticed that their heart rate was low as well.  Additionally, the patient mentioned that approximately two months prior to the call, they had bradycardia again after about ten years without it. The patient was concerned with their heart rate dropping low at night and when they rest, stating "it could be problematic". The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.